Event description:
Bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylet reference # s1275108fd5, lot # rehn2437 & regy0842 noted leakage with flushing at rubber-like stopper. Rehn2437 ultimately successfully placed. Stylets retained.